Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There was a crack in the distal end cover and peeling of the light guide cement which led to the dirt penetrating inside the lens. Root cause for this issue could not be conclusively determined, but the following factors, occurring from user handling, may have led to the cause: · excessive impact or the like was applied to the distal end, resulting in a gap in the tip adhesion, from which dirt penetrated the inside of the lens, leading to the occurrence of a phenomenon. Cracks also could have occurred due to such an impact. · deterioration took place by aging and by the effect of the use environment, etc., and the gap was generated, and the dirt entered from the saw inside the lens, and the phenomenon was generated. Cracks could also have happened similarly. The instructions for use includes the following statements: important information ¿ please read before use. Caution: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date of the device is not known. Upon inspection and testing, it was observed that there was peeling on the light guide lens cement. The device failed the leak test from the bx channel and a crack was observed in the distal end which had a slow leak. The user complaint was confirmed. Thee were surface scratches observed and the control knobs had some play.

Event description:
As reported for this event, during reprocessing the device failed the leak test during cleaning and sterilization. There is no patient involvement and no reported harm to any patient.